Event description:
The customer reported that a shock was delivered to the patient during cardiac arrest with CPR ongoing, but the patient did not show any signs of having received a shock. The defibrillator monitor said shock delivered. The defibrillator was changed to manual mode, charged to150j, and shock delivered, but still no outward sign that patient had received shock. Another defibrillator was used to treat the patient. The device did not cause or contribute to this event. There was no allegation that the device did not deliver a shock. Shocks were delivered as expected by the user. The customer question related to the muscular response after the shock delivery. The patient had return of spontaneous circulation (rosc), then later died.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that a shock was delivered to the patient during cardiac arrest with CPR ongoing, but the patient did not show any signs of having received a shock. The defibrillator monitor said shock delivered. The defibrillator was changed to manual mode, charged to150j, and shock delivered, but still no outward sign that patient had received shock. Another defibrillator was used to treat the patient. The patient subsequently passed away. Additional details have been requested.